Event description:
The sensor was placed in the radial artery of the patient. When the sensor was removed, the tip was stripped off. No report of injury to the patient has been received. Examination of the sensor by diamatrics medical ltd confirmed that the tip of the sensor (comprising oa small section of micro-porous hollow fibre, tip seal and ph fibrer) was missing. It was not possible to determine how the damage was caused. As the sensor was working until its removal, it is possible that the damage was caused by resistance on the catheter and pulling against this resistance caused the detachment. There has been no confirmation that the missing part of the sensor is in the pt.